Manufacturer narrative:
E1.initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified popliteal artery to anterior tibial artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the initial inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The device was removed without any problem, and the procedure was completed with a different device. No complications reported and the patient was in good condition after the procedure.